Event description:
Respiratory therapist (rt) had assisted physician with a bronchoscopy procedure. Rt brought the scope back to the ambulatory patient center for routine cleaning. At this point it was noticed that the scope was leaking. Another rt was called to assist and the leak was noted to have become larger. At this point it was noted that the bonding ring at the tip of the scope was missing. The rt could not locate the ring in the cleaning basin but speculates that it may have entered the drain but not certain. The initial rt notified the physician who performed the procedure. Biomed notified.